Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 549, 207, and 163 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated the customer had been receiving varied glucose results without experiencing any hypoglycemic or hyperglycemic symptoms. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.